Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, following the first two ablations, the physician observed potentials in the left superior pulmonary vein (lspv) and attempted a third ablation. The patient's blood pressure dropped and cardiac tamponade was observed. The patient received emergency treatment but the blood pressure continued to drop. The patient then received open heart surgery and was in stable condition after the surgery. It was subsequently reported that the following day the patient died. The event was considered to be due to "operator's problem" and not to any product malfunction.